Event description:
Reporter stated that a pt arterial sample was tested, using the suspect device, with a result of 91mg/dl. The same sample, when tested in the facility's lab, reportedly measured 27 mg/dl. Reporter did not indicate if the pt's arterial line was cleared prior to sample collection. Additionally, no details of patient's diagnosis or treatment were provided. Quality control testing was reportedly performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.